Event description:
The account alleged that the piezo alarm on the scale board has worn out and now when the patient position module alarms it is very faint. No patient impact.

Manufacturer narrative:
The account replaced the scale power control board and the external buzzer to resolve the issue.